Event description:
It was reported that during implant when the lead was tested with the system analyzer pacing lead impedance measurements were normal. When connected to the device, high pacing lead impedance and oversensing due to crosstalk was observed. The lead was not implanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.